Event description:
It was reported that during an unknown procedure, the seal fell into the patient's abdomen. It was retrieved. Procedure was successfully completed. No patient consequences. One device returning.